Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with mild uveitis followed by severe pigment dispersion glaucoma, impaired vision and eye pain in the right eye as well as vomiting post lasik. Patient receive anterior chamber wash and medical attention. Additional information has been received stating that the patient's symptoms are continuing. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review was checked regarding error messages and energy values: energy looks stable. No relevant error messages could be detected. Cas (clinical application specialist) stated there is no known correlation between the device itself and uveitis or glaucoma, but there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. Reported event is most probably related to the environmental conditions in the clinic or the to the process they apply pre- and postop surgery. The manufacturer internal reference number is: (B)(4)